Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the device reported high voltage circuit damage. Analysis of the ICD revealed that the leads were shorted causing a low impedance path that resulted in damage to the output circuitry.